Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a (B)(6) year old female patient who had essure (batch no. D19657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". The patient's medical history included parity 3, appendectomy, vaginal discharge and bacterial vaginosis. Previously administered products included for an unreported indication: depo provera and mirena. Past adverse reactions to the above products included dyspareunia with mirena. Concurrent conditions included uterine bleeding and recurrent urinary tract infection. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain ("severe and persistent abdominal pain"), back pain ("back pain") and muscle spasms ("body locking up"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("heavy, abnormal periods/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), uterine haemorrhage ("abnormal uterine bleeding") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, uterine haemorrhage, muscle spasms and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, muscle spasms, nausea, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: number of coils inside cavity: 4, note: 4 coils on each side. Discrepancy noted for insertion date previously reported (B)(6) 2017 now it is reported as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on 08-mar-2017: results: negative. Diagnostic results: patient underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. Case was upgraded to serious incident. New events: abnormal bleeding (vaginal), fallopian tube perforation, abnormal uterine bleeding were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.